Manufacturer narrative:
Compromised force sensor system alarm during prime test at 4 lbs and motor error alarm during the basic occlusion test due to moisture damage force sensor resistor. Motor passed motor test. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that they received several motor error alarms. Customer's blood glucose was 127 mg/dl. The customer stated the drive support cap appeared to be normal. Customer also stated they were able to complete the rewind sequence on their insulin pump. Customer also reported a no delivery alarm during a prime and battery out limit alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.